Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. No status indicator on device.

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). The user first attempted to install the pad-pak on the 19th june 2013, the pad-pak was successfully installed a minute later and passed a self-test. The device performed self-tests, alongside random manual power ons, up to and including the last log entry on the 28th february 2016. A test pad-pak was inserted into the device and the device passed the subsequent self-test. No status led was visible throughout the power cycle. The device powered off without any warnings and the green status led remained extinguished. This would confirm the reported fault. An acceptable shock was delivered during the testing. Investigation found the reported fault can be attributed to failure of the silver paste connection on green status led. The green status led was tested during final test, it is concluded that the failure was caused after the device passed 'out qat' on the 30th april 2013. The fault could not be replicated with a new membrane fitted.